Event description:
The customer states thaty axsym toxo igm reagent lot 25858m100 generates much higher index values when testing samples from pregantn patients. The negative control is within range but is higher than expected. One pt example was provided. Using toxo igm reagent lot 25858m100, the pt's result was 0.6 index value (postive). Using toxo igm reagent lot 25865hnd0, the same pt's result was 0.4 index value (negative). The customer states that the postive result is incorrect. No impact to patient management was reported.